Manufacturer narrative:
An additional report of lead fracture and inappropriate shocks was received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead capped due to noise. No adverse patient events reported. Should additional information be received, this file will be updated.